Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed the following: the device was reprocessed prior to being sent in for repair, the user inspected the device for any abnormalities before using it, this device was not used on a patient with foreign material, the start of precleaning was not delayed after the procedure, water was aspirated through the instrument/ suction channel with a suction pump, all of the reprocessing accessories had zero abnormalities, the manual cleaning was performed within an hour after the procedure, (the instrument channel, suction channel, air/water valve/suction valve, biopsy valve were all checked), the device was appropriately rinsed before manual disinfection, there was no restriction when inserting the cleaning brush / forceps, all scope channels were connected with tubes when the scope was setting up into the automated endoscope reprocessors (aer)/ endoscope washer disinfector (ewd), the water filter replaced within the specified period, there was no effect from other products/ reprocessing accessories/ aer/ewd involved on the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation was confirmed. An unknown sticky material was found in the suction channel; the suction channel and suction cylinder were replaced. The evaluation revealed the following findings: reduced angulation, lock engagement lever knob had a scratch, distal end plastic cover had a dent, adhesive on bending section cover had a crack, insertion tube had scratches, and the bending section cover was stiff. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope exhibited a blockage in both channels while reprocessing. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event. During inspection and testing of the retuned device, revealed that the adhesive protrudes into the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.